Event description:
Healthcare professional (hcp) reported a dialyzer blood leak. The blood leak was noted by an alarm during use #34. The pt experienced approximately a 200 cc blood loss. A new dialyzer and blood lines were set-up and the treatment was continued without incident. No pt injury or medical intervention was reported by the healthcare professional.